Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however caller has discarded it; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.